Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Healthcare professional reported "the right with a well-defined margin, internal anechoic and homogeneous appearance; with reverberation artifact, its capsule with a thickness of 1 mm", "silicone extravasation in the interior of the lower quadrants", "right prosthesis without alterations". The device remains implanted.